Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 355 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also found that they could smell insulin and noticed the area was red. As treatment, the patient was given a manual shot and then changed the pod.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. A leak test was performed on the device. No leaks were observed along the fluid path. No damages were observed that would cause leaking during wear. No damages were observed to the device that would cause skin irritation. The cause of this event could not be determined.